Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the meds was fell into the drawer. A technical support specialist confirmed that issue was resolved by customer. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es meds was fell into the drawer. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this incident.